Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 516 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion. Customer was assisted in changing into new set. The customer was explained the testing that was done and pump is working as designed. The customer reported via phone call that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 516 mg/dl. The customer stated that the air bubbles are in the reservoir. Customer advised to change infusion set customer was instructed to tap reservoir to gather small bubbles into a large one and to push air back into insulin vial.